Event description:
Following a diagnostic procedure, an angio-seal was placed in the pt's right leg. During the initial tamping, the user did not hold the suture taut enough and tamped the collagen into the vessel. The pt complained of pain an slight numbness following the deployment with dimished pulses. The pt was subsequently taken to surgery in 1999. A thrombectomy with removal of the device anchor and collagen was performed. The pt was discharged on 8/20/99 in satisfactory condition. The user stated that the device was not at fault, but it was his lack of tension on the suture during the initial tamping which caused the collagen to enter the vessel.